Manufacturer narrative:
A product investigation was completed: upon visual inspection of the complaint device it can be seen that the distal end (coupling part) is broken off, thus confirming the complaint description. Furthermore the investigation of the tip has shown that the cutting corners are worn down, cutting edges have some dents and parts of it are blunt. To measure the positions where the part is broken isn't possible about the damage. Unfortunately we are not able to determine the exact reason for this occurrence, but it is most likely during the manipulation an application error may have taken place, and led to this damage. No product fault could be detected. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Part 357.005, lot f-15760: manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: june 24, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the reamer was broken during a proximal femoral nail anti-rotation (pfna) case on (B)(6) 2016. The incident occurred as the reamer was removed from the chuck after the operation. Therefore there was no impact to the patient, or delay in the operation. This is report 1 of 1 for (B)(4).